Event description:
A physician reported a pt who was initially skin tested on 4 march 1986 in the office of an unknown physician, with negative results. In 1995, the pt was treated at the forehead. The procedure was without event. On 24 april 1999, the pt informed the physician that she had been diagnosed with lupus sometime in the preceding few weeks. The physician stated that the lupus was not associated with the product. No medical or surgical intervention was reported. This event is being reported as an MDR because it is out policy to report to FDA all cases of alleged autoimmune disease regardless of a lack of causal relationship with the device.